Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) exhibited ventricular tachycardia (vt) below the programmed rate cut off. The device was reprogrammed for a lower rate cut off. Review of device memory at a later date showed that therapy was appropriately delivered for vt. While the data was printed out, the patient experienced a bad feeling. Review of the electrocardiogram showed waveforms of an intrinsic pulse and no pacing. This behaviour did not appear again during the monitoring for the next five minutes. The doctor said he did not see any behaviour like this while the patient was in the hospital. The ICD will be rechecked again in a couple of days.